Event description:
The company was informed that the pt's internal device was exposed through a hole in the skin and another behind his lower pinna was draining. The pt's device will be explanted. Advanced bionics is in the process of gathering more info.